Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized many times for low blood during the last year. The customer stated that she was unable to see the screen and accidentally gave too much insulin. The customer also stated that she does have some vision issues. No further information was provided.